Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the event date. A titan otr pump, two cylinders and detached inlet tube were received for evaluation. Examination and testing of the returned components revealed groups of striations, indicating contact with unshod instrumentation, noted on both cylinder exhaust tubes. Testing revealed these to be sites of leakage. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. No functional abnormalities were noted with the pump or detached inlet tube. The information received indicated there was leakage of the device, but because no functional abnormalities were noted with the returned components other than instrument damage, quality cannot confirm the complaint as reported. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the exhaust tubes of both cylinders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient presented malfunction in his implant due to loss of water. For this reason it was not possible to activate the implant. The device was explanted and replaced with another inflatable device.